Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels. Customer's blood glucose levels were not included in the report. Product is not being replaced.